Manufacturer narrative:
Of the 3 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a time loss/gain issue. These reports were received from various sources. The patients associated with this allegation range from 6-14 years of age and between "(B)(6)" pounds. Of the reported patients, 0were male, 3 were female, and 0 were unknown.